Event description:
Consumer alleges the left side of walker swings back and forth. When using, it is allegedly dragging on something, has a grinding noise, and kind of veers away from, causing him to fall. Injury is alleged.